Event description:
Country of complaint: (B)(6). During a columbus implantation, it was detected that the packaging was defect (perforated) on multiple positions. Surgery was delayed for about 20 minutes because, there was no replacement implant available.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: the roughness of the implant was tested and corresponds with the specifications. Fall-test results show that the packaging only bursts in cases when the implant is not in its carton. Batch history review: we have checked the manufacturing file of batch 5198164. The quality records as well as the production documents comply with OEM specification and does not present any discrepancy. No other similar incident has been declared concerning this batch. Result indicate the implant was subjected to an extreme force after being removed from carton.